Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the label. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was dim and discolored. The back pump labeled was peeled off. (B)(6).